Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
During the ivtm treatment, the thermogard console (sn (B)(6) was not cooling as desired. No additional information was provided. The reporter was not informed of any adverse impacts.

Manufacturer narrative:
Zoll service evaluated the thermogard console (sn (B)(6)) at the customer site. The customer reported that the console was not cooling as desired; this was not confirmed during functional testing and the archive data review of the thermogard console. No device malfunctions were noted during testing, and the console functioned as intended. A review of the event log showed no significant discrepancies. The thermogard console passed the functional testing without errors. The thermogard console functioned as intended. Following the service, the thermogard console passed the final functional tests without issues.